Event description:
Reporter stated the customer has experienced hyperglycemia of 21.0-25.0 mmol/l, and she believes the insulin delivery of the infusion device is inaccurate. She switched to her backup infusion device, and her blood glucose decreased to her normal range of 5.0-10.0 mmol/l. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).